Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was advanced to and positioned on the mitral valve. During the deployment process, the clip failed to establish final arm angle (efaa) 3 times. The clip was removed and the procedure continued with successful implantation of 3 mitraclips with reduction in mr to 1-2. It was noted that the patient had a history of atrial fibrillation. During the procedure, the patient had atrial fibrillation with elevated heart rate ranging 150-160 beats per minute and required treatment with medication. The patient remained stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of the clip opening during establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported unintended movement could not be determined. The reported tachycardia appears to be related to pre-existing patient conditions. The reported patient effect of tachycardia (arrhythmias) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.